Event description:
It was reported that a patient underwent a coronary artery bypass graft (CABG) and aortic valve replacement (avr) procedures on (B)(6) 2014 and suture was used. The coronary arteries involved in the procedure were lad, d1 and om1. The patient also had multiple grafts and a mitral valve repair. After completing the left atrial closure, there was a leak noted. The surgeon noted the suture was broke. Another like device and the surgery was completed after detection of the leak. The following day, (B)(6) 2014, the patient expired. It was reported that the patient died from an air embolism to the brain. The surgeon opines that the left atrial leak lead to air in the brain. However, there were multiple grafts and a mitral valve repair which lead to mitral valve regurgitation.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.